Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the pt said, for the last month, interstim isn't helping their bladder symptoms. Patient said they have been recharging normally and trying to use their control equipment and were able to get it to sporadically work but it's not working at all now , they are wetting constantly every time they stand up. Pt said today their control equipment is not working, somehow talk back mode was enabled but they did not activate it. Agent offered to assist pt to try and disable talkback mode and assist pt to check that therapy was turned on. Conferenced on mobility agent who tried extensively to help pt disable talkback mode but was not successful. Agent worked with pt to try and use the control equipment to check their therapy settings while talkback mode was enabled, however pt was unable to use it to synch with their implant. The issue was not resolved through troubleshooting. Agent sent email to repair to replace the handset and redirected to their doctor and reviewed pt can call back if they needed further assistance. During the call pt said their charger went out in the past they received a replacement and they called pats in the past for assistance with their equipment. Additional information was received from the patient on 2023-08-28 they reported that pt did mention after connecting to the implant that they saw a por. Pt was able to clear this and turn therapy on and increase stimulation. The troubleshooting steps that were taken on the call resolved the issue

Manufacturer narrative:
Continuation of d10: product ID a52200 lot# serial# unknown implanted: explanted: product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. Pt called back and stated they received the replacement equipment and they once again can't get it working. Pt services walked pt through using the handset and communicator and pt was able to successfully connect to the implant. Pt's implant was showing it was low and they had stated they had charged it last night. Pt mentioned their therapy will just turn off sometimes, see (B)(4). Pt services reviewed if ins is low, therapy will automatically turn off. Agent recommended pt charge up implant to avoid therapy turning off again. The reason for call was the patient reported they were having continuing problems with their stimulator for their bladder and that they were frustrated. And that evidently the new one wasn't recharging their interstim either because they got a new programmer because their old programmer hadn't been programming at all and the programmer was saying that the "recharging" was "registering zero". The patient stated they would charge every week but it seemed like the ins was depleted before the full week was up. Please understand, the patient was very difficult to follow and patient services did their best to record the collected information. The caller stated they could feel the stimulation in the bike-seat region when they first went up to the level that they usually used it at but then it immediately would shut off and there was no stimulation there at all. Patient services asked the patient if they were referring to the charging of their implanted neurostimulator when they felt this sensation and the patient stated that they knew it was charging because they always felt a tingling (the stimulation in their bike-seat region) when they charged and that it had gotten to the point where it was like it was recharging and then immediately after it did that, it would turn off and say that the charger had zero battery charge. Patient services wasn't quite sure what application the patient was in or what screen the patient was seeing when they would see this and asked the caller if the stimulation while charging, they felt was something that started happening with the new recharging system and the caller stated that it had always happened since they first began charging and it was continuous for the duration of the charge. The patient stated they " always put it up" when they were charging until they felt a little bit of the tingle, so they knew that it was working. They clarified they didn't feel anything at the prongs of the recharger or at the ins site and that they always used a thin layer of clothing when they charged. Patient services had the patient enter into the recharger application and the patient stated the screen said, "is communicator powered on?". Patient services reviewed with the patient that they were in the incorrect application to recharge and guided the patient into the recharger application. The patient stated they had never used the recharger application. The patient saw a screen requesting that the patient enter in the recharger serial number so the patient did so, and they then received a "not found" message so patient services walked the patient through a recharger reset. The patient got another not found but they hit 'retry' and they received a 3167-service code. The patient dismissed the code and got into an open loop charging session with 2 low, 3 medium and 7 high numbers. Patient services reviewed open loop charging with the patient. The patient stated they had never seen the "little man and the red battery before" and that they'd never known to go into the recharger application until now. The patient stated they thought that perhaps they thought the recharger hadn't been charging their ins, but they hadn't known because they couldn't see the charging status in the charging application. The battery was at 10% charge at call's end. The patient was going to continue recharging the ins to completion. The troubleshooting steps that were taken on the call resolved the issue. 2 call recordings.

Manufacturer narrative:
Continuation of d10: product ID: a52200, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.